Manufacturer narrative:
Investigation completed on a smiths medical intubation/portex endotracheal tubes inflation line detaches was confirmed. Sample returned: one (1) sample was returned for evaluation p/n 100/179/060. The sample was received in used conditions without original package. Results: inflation line detached was found. And a lack of solvent was observed, on tip of the inflation line. All mitigations on placed were verified, and it was confirmed has been executing according. Therefore, no corrective actions could be implemented. It will be continue monitoring this failure condition in this product, for threshold or escalation.

Event description:
Device analysis completed and summary in h10.

Manufacturer narrative:
Updated type of malfunction to serious injury due to tracheostomy tube change out.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes nasal line became detached. Reported during the use of the product, the customer could not perform nasal intubation smoothly. For other reasons then listed but the report indicated the line was detached. No patient injury.